Event description:
Procedure: wedge resection. According to the reporter: the bag ripped away from the introducer prematurely with minimal force applied. A second device was required to do the procedure. No ill effect to the pt. The sample is being sent for examination.

Manufacturer narrative:
.